Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user opened 3 hem-o-loks for one case, the last one worked as others failed to fire properly as clips would not close. The operation was successful as the last clip applier worked.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unopened representative sample ae05ml autoend05 ml for investigation. The sample is for tc 1900070672 and tc 1900070676. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed on the returned representative sample. Using hand pressure, the trigger was engaged. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. No functional issues were found with the returned representative sample. All clips were able to fire properly and successfully close onto the over-stressed surgical tubing. The representative sample was received with all 15 clips remaining in the channel. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as there was only a representative sample returned and no functional issues were found with the returned representative sample. The reported complaint of "clips wouldn't close" could not be confirmed since the actual sample was not returned. One representative sample was returned. Upon functional inspection, no functional issues were found as all clips fired properly. The probable cause of this issue could not be determined without the actual sample. Other remarks:

Event description:
It was reported that the user opened 3 hem-o-loks for one case, the last one worked as others failed to fire properly as clips would not close. The operation was successful as the last clip applier worked.